Event description:
It was reported that although the catheters are somewhat packaged in a coil shape, when they are removed from the packaging they have right angles in the catheter and seem to have catheter memory. This flaw makes threading the epidural catheter difficult because the first flexion point is at the length of catheter where they would still be advancing the catheter while withdrawing the needle. This makes continuing to advance the catheter very difficult. Because of this feature, this epidural pulled out further than expected with needle withdrawal.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that although the catheters are somewhat packaged in a coil shape, when they are removed from the packaging they have right angles in the catheter and seem to have catheter memory. This flaw makes threading the epidural catheter difficult because the first flexion point is at the length of catheter where they would still be advancing the catheter while withdrawing the needle. This makes continuing to advance the catheter very difficult. Because of this feature, this epidural pulled out further than expected with needle withdrawal.